Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "this patient had a revision last month using pin 22477 [left distal humerus]. Surgeon has seen the patient today and the new implant is now poking through the skin. Surgeon thinks that whilst waiting for pin 22477 the soft tissues constricted and therefore pin 22477 ended up being too long. He has requested that a new implant be made which is identical to pin 22477 only 2 cm shorter please."